Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that mycobacteria chimaera were found in a patient's wound dressing material. The patient suffered from spondylitis after undergoing cardiac surgery in 2010. The facility suspected a relationship between the reported issue and the heater-cooler bacterial contamination issue. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00244) because serial numbers were not provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. Further communication with the customer has revealed additional information about the patient outcome. During and immediately after undergoing surgery in 2010, the patient was not immunosupressed and had no symptomes of an infection. Spondylitis was diagnosed in the patient at the end of (B)(6) 2015, followed by detection of atypical mycobacteria in the wound dressing material on (B)(6) 2015. Genome sequencing was performed and was able to confirm that the bacteria in the wound dressing was m.chimaera. After the spondylitis was diagnosed, inpatient therapy was immediately initiated. Currently the patient is being treated by a family doctor and there is no evidence of m.chimaera in the patient's blood. A transthoracic echocardiography is planned, but the result has not been provided because the patient is not yet ready. Water samples of the heater-cooler unit were analyzed and m.chimaera could be detected in some of the samples. It has been suggested that m.chimeara were potentially present in the patient´s blood transiently and caused inflammation of the spine. A sorin group service technician was dispatched to the facility to inspect the sorin heater-cooler system 3t (16s10429). A visual inspection of the outer and inner parts of the device revealed traces of residuals and biofilm in several locations including the tubing and pumps of the cardioplegia and patient circuit tanks. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. The concerned unit was sold and is no longer in use at the facility, and therefore no water samples were taken by sorin group deutschland. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) received a report that mycobacteria chimaera were found in a patient's wound dressing material. The patient suffered from spondylitis after undergoing cardiac surgery in 2010. The facility suspected a relationship between the reported issue and the heater-cooler bacterial contamination issue.